Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler and adapter was fully assembled. Everything was green in lanes and the device started to fire well, but half way through, the blade stopped advancing midway but the motor kept going. The user lost communication on the screen of the handle, and noticed a gap with shell and adapter. The shell and adapter were separated and waited for the handle to refresh. Once refreshed, the user reattached the adapter, then pulled the blade back in for safety, removed and reassembled and disassembled. There was no patient injury.